Event description:
New information received notes the lead was explanted. During extraction, the patient's svc was torn, requiring emergency sternotomy. The patient had multiple blood transfusions and prolonged hospital stay due to non device related issues.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, x-ray revealed externalized conductors. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion at 5.3-5.6cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. External insulation abrasion was found at 6.7-8.1cm from the distal tip, consistent with lead friction to another device. The etfe coating on one re conductor was abraded. Another external insulation abrasion was found at 47.7-48.0cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this location.